Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon had a problem to meet the proximal hole in the expert hind foot arthrodesis nail (han) during surgery. After the drilling of the dynamic hole, the drill was left in place, which would mean that the most proximal hole should be possible to drill without any problem. The drill was bent slightly to meet the hole. No consequence to the patient was reported. There was a surgery delay of 5 minutes. This report is on an unknown drill bit. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Unknown date in 1948. Device is an unknown drill bit, quantity 1. Device is an instrument and is not implanted/explanted. Cannot abe determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.